Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device clinical data showed that several analysis events that did not meet the criteria for a shockable rhythm and as a result, the device did not recommend to shock. It was determined the device worked as designed and configured, and within the limitations of the technology available. The device was recertified and returned to the customer. The returned batteries were scrapped and new batteries were sent with the device. No trend is associated with reports of this type.